Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo this test". The patient's concurrent conditions included general body pain since 2015. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) for endometriosis, gabapentin from 2015 to 2018 for general body pain and prazosin hydrochloride (minipress) since (B)(6) 2015, risperidone since (B)(6) 2015, sertraline hydrochloride (zoloft) since (B)(6) 2015 and trazodone since (B)(6) 2015 for mood swings, anxiety and depression. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In 2016, the patient experienced astigmatism ("vision/eye problems type: astigmatism") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In (B)(6) 2016, the patient experienced endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"). The patient was treated with surgery (surgical removal of coil(s) - laparoscopically). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, migraine, ovarian cyst, nausea, dysmenorrhoea, vaginal discharge, astigmatism, fatigue, weight increased and endometriosis had not resolved. The reporter considered anxiety, astigmatism, depression, dysmenorrhoea, endometriosis, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2019: plaintiff fact sheet and medical records were received. Case became valid & incident. Events per pfs: pain, hormonal changes describe: mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), anxiety, depression, migraines / headaches, ovarian cysts, nausea, dysmenorrhea (cramping), vaginal discharge, astigmatism, fatigue, weight gain, endometriosis and the plantiff did not undergo this test. Concurrent condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.